Event description:
Doctor reported event of "gastric dilatation" from journal article: "laparoscopic gastric banding in over 60s", obes surg (2011) 21: 10-17.

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pouch dilation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pouch dilation as follows: "band slippage and/or pouch dilation can occur." "Frequent, severe vomiting can result in pouch dilation, stomach slippage or esophageal dilation."